Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear, a failure of the pod¿s ability to deliver insulin, or the reported low bg levels. The distal tip of the soft cannula was manually occluded and no leaks were present. The rubber fill septum was inspected and no large puncture marks were found. No problem found.

Event description:
It was reported the patient's blood glucose level dropped to 44 mg/dl. The patient reported that they tried to suspend their insulin but was unsuccessful. It was also discovered that the pod was leaking insulin.